Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported having low blood glucose during night time. The blood glucose reading was 132mg/dl at time of call. Troubleshooting was performed, and the drive support cap was loose. Advised the caller to discontinue the use of the insulin pump and revert to back up plan. The reports in the carelink were reviewed and found that the customer was giving herself too much insulin. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.